Event description:
While attempting an installation of a covered stent to exclude an aneurysm in the hypogastric artery, the stent disassociated itself from the balloon.

Manufacturer narrative:
The device was not returned to atrium for evaluation, but upon reading the incident it sounds possible that this was in a highly tortuous region. This may be why the 8fr long introducer was unable to be tracked to the treatment site. If the sheath cannot reach the treatment area then it would likewise be difficult to reach it with the v-12 system. Passing the device through very tortuous anatomy will likely meet resistance. Users are warned/cautioned in the IFU about not forcing passage of the delivery catheter if resistance is encountered. A review of the data from quality control indicated successful passage of the lot qualification samples through a 7french cordis sheath. With no additional procedural details, v12 catheter, films or the particular introducer sheath, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.